Manufacturer narrative:
Analysis was performed on the returned device. The observed needle to cuff miss was likely what was reported as a suture separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The observed posterior needle tip that remained in the posterior foot pocket is consistent with the plunger not fully depressed flush with handle body during deployment, such that the needle tip did not fully eject from the foot pocket. The observed suture cut likely occurred during removal of the device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1 facility name: (B)(6) hospital.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. E1 facility name: (B)(6) hospital.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after an interventional thrombectomy procedure with an 8f sheath. Reportedly, when the plunger was removed, a suture separation occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.